Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was palliative treatment for a stricture due to peritoneal dissemination of pancreatic cancer. The malignant stricture was 8 cm in length. The patient's anatomy was reported to be severely tortuous. Prior to the procedure, the patient was receiving chemotherapy(gemzar). After the procedure, the patient did not receive chemotherapy or radiotherapy. On (B)(6) 2013, a wallflex enteral colonic stent was implanted within the sigmoid colon. After the stent was deployed, it was noted that the middle portion of the stent did not fully expanded. Therefore, the stent was dilated and it successfully expanded. Post procedure, on (B)(6) 2013, the patient developed a fever. On (B)(6) 2013, a CT scan was performed and a perforation was noted. On (B)(6) 2013, abdominal cavity drainage was performed. On (B)(6) 2013, the patient developed elevated blood pressure. It was assumed that a perforating had occurred and that the patient had generalized peritonitis at this point. The patient became "shock vital". On the morning of (B)(6) 2013, the patient past away. An autopsy was performed and a perforation, approximately 2cm in size, was found at the distal edge of stent. In the physician's assessment, the stent was deployed in an anatomy which was severely tortuous and this might have contributed to the perforation. During normal expansion of the stent, the edge of the stent caused the perforation. Post dilation of the stent was not related to the perforation. In the physician¿s assessment, the patient passed away due to ¿perforative peritonitis¿.

Manufacturer narrative:
(B)(4) for the reported issue of stent failed to expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.